Manufacturer narrative:
The reported issue can be provoked if the rubber disc of the backflow valve inside the breathing hose system is not properly seated. This causes the pt to breathe back into the hose system during expiration leading to increase of the co2 level in the breathing gas and the observed increase of the peep. This significant peep increase ill be possible to observe already after 3 to 4 breathing cycles when starting the ventilation; the peep value is shown in the display as well as in the analog pressure gauge. The mandatory pre-use check will definitely not pass with a backflow membrane (rubber disc) that is compromised or not properly seated. It is highly unlikely that the dislocation of the rubber disc could have occurred between a successfully passed pre-use check and start of a ventilation episode. The IFU explicitly warns that the valve membrane (rubber disc) must not be disassembled for reprocessing and that dislocation and deformation might lead to impaired ventilation putting the pt at risk. The rise of the peep to 20 mbars would have been easy to recognize immediately after start of ventilation. Thus, draeger medical finally concludes that the issue does not represent a previously unk of falsely assessed risk, that appropriate measures are in place and that the user did not follow the MFR's instructions adequately.

Event description:
It was reported that during two inner-clinical pt transports the peep rose to approx 20 mbars leading to impaired ventilation. The pts had to receive medication for stabilization.